Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with a blood glucose value of 49 mg/dl at the time of the event and reported a sensor glucose vs blood glucose reading mismatch. The customer also received a change sensor alert and sensor updating alert. The event involved product mmt-7040c1. Troubleshooting was performed and found that the insulin delivery was not suspended due to the sensor glucose value. The blood glucose value was 49 mg/dl and the sensor glucose value was 140 mg/dl and the difference was greater than 30%. The customer had used the insulin pump system within 48 hours of the reported low blood glucose event. The customer had not used the smartguard/auto mode of the insulin pump. No further patient complications were reported. It was unknown whether the customer will continue using the device. No product return is required for mmt-7040c1.